Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a (B)(6) year old male patient had a skin irritation under the front therapy electrode pad. The patient's skin was red and itchy but was not bleeding. The patient received an ointment from the hospital and applied it to the rash. Follow-up indicated that the patient applied a paste to the irritation and that the patient's rash was gone.